Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported downstream occlusion was verified through a review of the event history log. The device was found out of specification in relation to the reported downstream occlusion. The evaluation was unable to reproduce the reported symptom. The cause was determined to be an out of specification downstream tubing guide depth. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false downstream occlusion. There was no patient involvement associated with this event. No additional information is available.